Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer "over temp, wont turn off". No adverse patient effects were reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have wear and tear damage on enclosure, float switch, tank cover, front cover, line cord, and pole clamp. It was also noted to have outdated pcb and power switch. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing, attached temp check, plugged in line cord, and turned on power switch. Over temp alarm noted to sound when it should, contrary to the customer complaint. The reported customer complaint was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.